Event description:
The event was reported to vascutek as follows: blood leakage on body below branch. Blood oozing slowly.

Manufacturer narrative:
Vascutek has requested representative contact surgeons several times for further information; however, they have been unsuccessful in obtaining any further details regarding this case therefore vascutek does not expect to receive any further information. No further actions required however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time. Vascutek now considers this complaint closed.